Manufacturer narrative:
Product complaint # (B)(4). Corrected: evaluation code- 3191 - knots untying post op.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported by a veterinarian that an animal underwent a dental extraction procedure on (B)(6) 2019 and suture was used. It was reported that the suture has possibly not held because of the knots coming undone. It was reported that several days post op on (B)(6) 2019 , the animal experienced dehiscence and bleeding from the mouth. The sutures were infected and some were missing. The patient was treated with antibiotics and healed by secondary intention. Post-op directions were followed.